Event description:
The olympus representative reported on behalf of the customer that, during reprocessing, the forceps elevator on the duodenovideoscope did not move at all. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the forceps elevator component had foreign material attached due to insufficient reprocessing on the device. It was not possible to identify when the foreign material had been attached to the forceps elevator. Additionally, the forceps wire was found to have a cut. This report is to capture the reportable malfunction of the foreign material and cut wire on the forceps elevator noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The forceps lever was discovered to be cut and bent. Some of the wires that compose the forceps elevator were raised due to the cutting and fraying. Additional issues were identified during the device evaluation: a cut on the distal sheath, resulting in the loss of water tightness; water tightness is lost due to channel tube damage; the distal sheath had slack; the connecting tube was scratched and buckled; the universal cord was scratched; the suction cylinder was shaved; wear of the angle wire caused the bending angle in the up/down/left/right direction to be greater than the standard value; wear of the angle wire caused the play of the up/down/left/right knob to be greater than the standard value; a cut on the wire caused the forceps to raise at an angle greater than the standard value; clogged nozzle; water removal ability does not meet the standard value; the light guide bundle had breakage, the electrical connector had corrosion due to water leakage, and the plastic distal end cover was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, regarding the foreign material, it is likely that reprocessing steps recommend in the instructions for use were not performed correctly due to device nonconformity which caused the remained foreign material in/around the forceps elevator. The customer was not able to complete the reprocessing or brush at the elevator due to k-wire cut on the device. Regarding the k-wire strands cut off and frayed phenomenon, it is likely they were cut off due to stress from repeated manipulation of the forceps elevator. The event can be detected/prevented by following the instructions for use which states if "cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.